Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ tip had graduate scale markings erased from the syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the service states that the graduations of the syringe are erased in some places.

Manufacturer narrative:
H6: investigation summary: two pictures of a 3ml luer-lok eurographics syringe (p/n 309658) batch 1264776 were received and evaluated. Through visual inspection, it was observed that missing print on the scale markings from the .5ml to the 2.0ml including both the numbers and the graduation lines. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marker process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1264776 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ tip had graduate scale markings erased from the syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the service states that the graduations of the syringe are erased in some places.